Event description:
On (B)(6) 2013, carestream health received a report of a 5 year old passing away in the operating room. Carestream was informed that CT images were unavailable for the child while the child was in the operating room.

Manufacturer narrative:
Carestream health is currently investigating this issue to determine if the vue pacs contributed to the adverse event. It appears that the pt came in and was assigned a new medical record number as if he was a new pt. Cd import CT images were assigned to the new medical record number. Unk to the technician at the time, there has been an existing medical record number with prior studies from 2008 already in the system. A merge process was carried out to merge the two (2) medical records for the pt so that the images were eventually available. The radiologist was able to read the images for the surgeon.